Event description:
It was reported that the ventilator had an electrical leakage. There has been adverse event sustained as a result of the issue - nurse was slightly electrocuted with no dangerous to health. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an electrical leakage. There was no patient harm. There has been one adverse event sustained as a result of the issue - nurse was slightly electrocuted with no dangerous to health. On-site investigation was performed by field service engineer (fse). The claimed issue was reproduced during troubleshooting. According to received information from fse, adjustment of plastic isolation on ac/dc converter solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The power sub-subsystem main responsibility is to supply power to the system. It selects the power source be the one of the following three: the ac/dc converter, the plug-in battery modules or an external 12v-battery. The dc-voltage from the selected power source is converted to many different dc voltages, which are distributed to the system. Ac/dc converter converts ac mains power to internal +12 vdc. Our conclusion is that the ac/dc converter was the cause of the failure. However, the root cause to why the part failed has not been established.